Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concominant product: 6935 implantable tachy lead implanted: unknown. (B)(4).

Event description:
It was reported that post cag, patient presented with ventricular fibrillation (vf) and the implantable cardioverter defibrillator ( ICD) delayed detection where external therapy was required. The right ventricular (rv) lead was undersensing during the vf. The device and lead were both explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. Product performance information was also received. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Three lead failure predictor high-rate non-sustained episodes <(><<)>= 177 ms average cycle length occurred on (B)(6) 2013. One ventricular fibrillation episode at 150 ms cycle length occurred on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.